Event description:
Additional information was received indicating this patient passed away early (B)(6) 2012. The cause of death was unknown according to the company representative, however it was noted that the patient had a significant medical history for cancer and pacemaker dependency and the patient had been very ill. It is unknown if the device was explanted post-mortem. As of this report, the device has not been returned to boston scientific. There were no reported allegations that the device or previous issue caused or contributed to the patient's death.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to charge time while the monitoring voltage was still at middle of life two (mol2). The patient has been receiving radiation treatments in very close proximity to the device while being monitored. With continued radiation, the device counters have not been functioning appropriately. Boston scientific technical services (ts) discussed, given the radiation they are not able to guarantee when the device will stop delivering therapy. There have been no adverse patient effects reported. The plan is to continue to monitor the device until the radiation treatment is completed and then discuss a device change out, but this is being discussed between the monitoring physicians.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.